Manufacturer narrative:
(B)(4). Reported event was considered confirmed from visual examination. The tray could not be removed from the stem. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure. During the revision procedure, the humeral tray would not disengage from humeral stem. Upon repeated attempts the humeral stem loosened and was revised.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right reverse total shoulder arthroplasty approximately 4 months and subsequently was revised due to the glenosphere disengaging from the mini baseplates. During the revision procedure when the surgeon tried to explant the tray, it did not disengage from the stem. The stem is investigated under another complaint.